Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-feb-2019 with the following findings: during investigation, the black box and alarm history showed several ¿cs052¿ slave communication alarms. The battery compartment and cap were undamaged and able to fit. The ¿ez-prime¿ steps were performed correctly, no ¿cs052¿ alarms, errors or warnings during the investigation. Unable to duplicate ¿cs052¿ complaint. Unrelated to the original complaint, the pump¿s cover was removed and there was moisture corrosion was found to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter stated the pump emitted a call service 054 alarm that was not able to be cleared from the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.